Manufacturer narrative:
Device was initially received for the complaint that the pump had cassette not attached error during testing. During investigation found the bad dso sensor. This malfunction makes the event reportable. Review of event log/alarm history found showing cassette alarm. There was no 12-month service history reported. The visual and functional testing was performed. The complaint was confirmed by performing downstream occlusion test unit alarmed cassette not attached. The dso sensor and seal was replaced. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the pump had cassette not attached error during testing. During investigation found the bad dso sensor. This malfunction makes the event reportable. There was no patient involvement.